Event description:
The customer's aunt reported that the customer was hospitalized on (B)(6) 2012 due to low blood glucose levels, with a reading of 64 mg/dl. The caller stated that the customer woke up that morning, but was not really responsive. The caller also stated that the customer was hospitalized on (B)(6) 2012 due to diabetic ketoacidosis, with a blood glucose of 600 mg/dl and vomiting. The customer noticed that the cannula was bent when she removed the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.